Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received with a cut portion of the inlet tubing. The tamper evidence seal was intact. Visual evaluation of the sample noted no obvious defects with further testing required. It was attempted to inflate the balloon with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The solution was not able to advance into the balloon. The balloon was then dissected. The inflation notch was not completely perforated. This is considered a failure per procedure stating that the notch punch should be complete. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be catheter missed entirely in punching balloon inflate/irrigation notch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "3) after the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to inflate the balloon of the catheter on the day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to inflate the balloon of the catheter on the day of use.